Event description:
Philips received a complaint about the v60 ventilator indicating a system pressure sensor auto zero failure. The device was reported to be outside of use at the time of the reported problem. There was no report of patient or user harm. The remote service engineer (rse) confirmed the customer's reported issue. It was advised by the rse to replace the 2nd and 4th solenoids and the da pcba. The customer was provided with the service manual and instructions for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.